Event description:
Msaddi, abdul, k., najeem, l., catalin, m., sebouh, k. Intrathecal baclofen infusion in the management of diffuse spasticity and dys tonia-challenges in developing countries. Neuroepidemiology. 2013;41(3-4):260-261. Summary: 65 patients with severe spasticity who had failed oral baclofen therapy were selected for intrathecal baclofen infusion for spasticity management. Ashworth scales, spasm scale and quality of life/functional improvement were measured. Complications occurred in four patients including infection, seroma, csf collection and catheter migration. Reported event: infection in one case, which needed implant removal. (B)(4). Late migration of the tip of spinal catheter into the subdural space in 2 cases. Both cases needed revision of the spinal catheter. (B)(4). There were catheter malfunctions in one case, which was changed. No related files.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4). Was not possible to match this event to a previously reported event.